Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the dual mono and single bipolar footpedals. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the customer informed the technical support engineer (tse) they received an error on the vio integrated electrosurgical unit (erbe) button or pedal was pressed during activation. They checked the pedals in the bottom drawer with no change. The tse had the customer unplug the foot pedal cables from the erbe for the external pedals. The erbe did not fault again at startup. The customer continued working in the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to an issue with vsc foot pedals which were already connected to the erbe system when it was powered on. The issue was resolved by replacing vsc foot pedals.